Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by instructing the caller on how to reset the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to reach out again if the issue reappeared, which the caller acknowledged and understood.